Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 398 mg/dl with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication or allegation of a device malfunction. It was revealed during troubleshooting that the bolus type setting was incorrectly programmed. The patient was referred to a health care provider for diabetes management. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2017-product analysis: the device was returned and evaluated by product analysis on 09/18/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.